Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: per biomed, hospital staff says that during ventilation, there were no numbers or information for tidal volume and vti, so the device was switched out for another vent. No alarms on the device to notify them of the issue. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: follow-up 2 - additional information: the entry fields have been updated. It was reported that during ventilation, the device did not display tidal volume or vti values. According to the user, no alarms were triggered to notify hospital staff of the issue. The patient was transferred to another ventilator. Nevertheless, the event did not cause or contribute to a death or serious injury. The information provided by the user did not match the available device log files, which did not indicate any malfunction during the reported timeframe. The device was not returned for further investigation, and no return of goods authorization was issued. The correction performed remains unknown. Due to the lack of information (despite reminders), returned hardware and diagnostic data, no conclusive root cause could be determined.

Event description:
The following was reported to hamilton medical ag: per biomed, hospital staff says that during ventilation, there were no numbers or information for tidal volume and vti, so the device was switched out for another vent. No alarms on the device to notify them of the issue. No patient harm or consequences.

Event description:
The following was reported to hamilton medical ag: per biomed, hospital staff says that during ventilation, there were no numbers or information for tidal volume and vti, so the device was switched out for another vent. No alarms on the device to notify them of the issue. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.